Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer stated the warm gear snapped in half and pushed the actuator into the chair, and bent the scissor mechanisms.